Event description:
When the anesthesiologist was preparing to perform an epidural, the needle on the syringe was slightly bent and he had to force foregin matter through the syringe. Noticed prior to patient use.